Event description:
The patient reported that on two separate occasions the pump pushed all of the insulin out of the cartridge during a routine cartridge change after the battery was changed. He denied any trauma to the pump or any abnormal motor sounds.

Manufacturer narrative:
Correction number: 2531779-02/25/11-001-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the pump did not recognize the cartridge and push fluid out during the load step. The force sensor was found to be out of calibration, and the force senor resistance measurement was out of specification. There was evidence of green contamination observed on the force sensor plate.